Event description:
It was reported that a half day infusor had particulate matter inside of its bladder. This was identified after the device was filled with desferrioxamine and before patient use. There was no patient involvement. No additional information is available. This is report 24 of 25.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 3, 2014 - march 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.